Event description:
It was reported that the balloon burst and a fragment became entrapped on the implanted stents. The target lesion was 65% stenosed and located in the iliac vein. Two venous wallstents were successfully implanted to treat may-thurner syndrome. An xxl balloon was selected for use to post-dilate the venous wallstents. The xxl balloon was inflated twice at five atmospheres for 30 second durations. However, the balloon burst and a fragment became caught on the implanted wallstents. The physician attempted to use a snare to remove the fragment but was unsuccessful. Another stent was then implanted to trap the balloon fragment against the implanted stents. A future procedure is planned in order to remove the balloon fragment.